Event description:
It was reported that device was not seating with mating device. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
(B)(4). Medical product: partial tibial cemented size e left medial catalog # 42538000501 lot # 65286273. Two (2) device ids were provided by the customer/reporter; of these, only one (1) was reported not to seat with mating with device. It is unknown which exact device encountered this issue, it is one of the following: item#: 42518200509, lot#: 65260716; item name: partial articular surface left medial size e 9 mm thickness. Manufacture date: (B)(6) 2022. Sterile expiry date: dec 12, 2026. UDI: (B)(4). 510k: k161592, pro code: hsx. Or item#: 42518200510, lot#: 64214804, serial#: partial articular surface left medial size e 10 mm thickness. Manufacture date: (B)(6) 2018. Sterile expiry date: oct 31, 2023. UDI: (B)(4). 510k: k161592, pro code: hsx. Device evaluated by MFR: customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location unknown.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon receipt of additional information, the initial report was submitted under incorrect manufacturing site. This report will be completed under manufacturing report number 0001825034-2023-00863.

Event description:
Upon receipt of additional information, the initial report was submitted under incorrect manufacturing site. This report will be completed under manufacturing report number 0001825034-2023-00863